Event description:
It was reported that during a surgical procedure, the fiber broke after 15 minutes of use. The first breakage was at the entrance of the ureteroscope and second breakage was at the connection level of the generator. The procedure was completed using a second fiber. There were no reports of patient harm or injury.